Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2017. The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings. During investigation, the battery compartment was cracked above and below the grip pad. Unrelated to the original complaint, the battery cap was damaged and the threads were stripped. The battery cap was unable to be tightened to the test pump. A test battery cap was used for all steps. Additionally, the display was dim and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/28/2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.